Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 770g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported that there was an open book image on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and explained that the insulin pump was performing safety checks and the error occurred. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The pump downloaded history confirmed the pump alarmed failed battery alarm on 08-jan-2023 four times in between time 11:34:34.000 and 11:42:43.000. Pump error 82 alarm was found in the history files on 08-jan-2023 five times in between time11:31:08.000 and 11:45:32.000 indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. Unable to verify during self test that the red led indicator and vibrator motor were functioning properly due to open book. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor, and force sensor. Successfully downloaded history files and traces using thump. Pump error 53 alarm was found in the main error log using the adapt tool. Pump error 53 alarm due to hardware error (line number 65535 file number (B)(4) ) as per global logic analysis. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, end cap address label fading, scratched case, and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to pump error 53. Pump error 53 alarm due to hardware error. Moisture damage found on pcba 1, pcba 2, motor, and force sensor. Pump error 82 alarm was confirmed in the pump history due to a hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.